Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after completion of the procedure, a terumo radial band (tr band) was applied, the sheath was removed, and the band was inflated. The patient began moving the wrist frequently, which resulted in bleeding from the radial access site. Additional air was added to the band, and the surgeon observed the site for approximately 15 seconds after bleeding initially stopped. Bleeding resumed, prompting replacement of the band due to suspicion of leakage. Manual pressure was applied, and a new band was inflated with 18 cubic centimeters of air. Air was gradually removed until a flash of blood was observed, after which 2 cubic centimeters of air were reintroduced. The final volume of air in the band was 16 cubic centimeters, and bleeding ceased. The patient received 12,000 units of heparin during the procedure. The procedure performed was renal artery embolization. Estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One tr band was returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 12 ml of air left in the band. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing. 15 ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 14 ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for foreign matter. The exact root cause cannot be determined. A nonconformance was initiated for this issue. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).